Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided: on (B)(6) 2025, sid (B)(6): initial troponin-I result = 116.5 ng/l. Serial troponin testing was ordered by the physician: second troponin-I result = 5.1 ng/l. Third troponin-I result = 5.0 ng/l. The physician requested the initial sample to be retested. The initial sample was retested using sample ID (B)(6) on another analyzer ((B)(6)) and generated a result of 5.8 ng/l. On (B)(6) 2025, additional patient sample was provided for a falsely elevated alinity I stat high sensitivity troponin-I result. The following data was provided: on (B)(6) 2025 at 15:34, sid (B)(6): initial troponin-I result = 121.7 ng/l second blood collection was drawn per customer protocol and results were undetectable when run on another analyzer ((B)(6)) repeated the original sample on the other analyzer ((B)(6)) also and generated results that were undetectable. No customer cutoff was provided. Using the package insert overall cutoff of < 27 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6), (same patient). All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 3005094123-2025-00278-00 under a different suspect device.

Manufacturer narrative:
Customer service representative recommended the customer inspect and replace the sample alinity pipettor probe (03r96-01) on the alinity I processing module, serial number (B)(6). The customer replaced and calibrated the part, and the issue was resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues for discrepant results as described in this complaint. Additionally review of complaint and trending data associated with the alinity pipettor probes (03r96-01) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any nonconformances or deviations for the alinity pipettor probes (03r96-01). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I processing module for serial (B)(6) or the alinity pipettor probes were identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided: on (B)(6) 2025, sid (B)(6): initial troponin-I result = 116.5 ng/l. Serial troponin testing was ordered by the physician: second troponin-I result = 5.1 ng/l. Third troponin-I result = 5.0 ng/l. The physician requested the initial sample to be retested. The initial sample was retested using sample ID (B)(6) on another analyzer (ai03145) and generated a result of 5.8 ng/l. On (B)(6) 2025, additional patient sample was provided for a falsely elevated alinity I stat high sensitivity troponin-I result. The following data was provided: on (B)(6) 2025 at 15:34, sid (B)(6): initial troponin-I result = 121.7 ng/l second blood collection was drawn per customer protocol and results were undetectable when run on another analyzer ((B)(6)). Repeated the original sample on the other analyzer ((B)(6)) also and generated results that were undetectable. No customer cutoff was provided. Using the package insert overall cutoff of < 27 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Updated a1 - patient identifier: (B)(6) (same patient) / (B)(6) (different patient) (total of 2 patients) all available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 3005094123-2025-00278-00 under a different suspect device.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided: on (B)(6) 2025, sid (B)(6): initial troponin-I result = 116.5 ng/l. Serial troponin testing was ordered by the physician: second troponin-I result = 5.1 ng/l, third troponin-I result = 5.0 ng/l. The physician requested the initial sample to be retested. The initial sample was retested using sample ID 1030 on another analyzer (B)(6) and generated a result of 5.8 ng/l. On (B)(6) 2025, additional patient sample was provided for a falsely elevated alinity I stat high sensitivity troponin-I result. The following data was provided: on (B)(6) 2025 at 15:34, sid (B)(6): initial troponin-I result = 121.7 ng/l second blood collection was drawn per customer protocol and results were undetectable when run on another analyzer (B)(6) repeated the original sample on the other analyzer (B)(6) also and generated results that were undetectable. No customer cutoff was provided. Using the package insert overall cutoff of < 27 ng/l. There was no impact to patient management reported.